Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to contamination on the computer/analog pcas. The contamination caused a short at near the edge of the board and caused fuse f600 to open. The root cause for the contamination was ingress of an unknown substance. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor (B)(4) and reported that the monitor was unable to power on.